Manufacturer narrative:
Details of complaint: the customer reported that the core unit (g9) was exhibiting some oddities with the spo2 probes in low flow patients. The customer also reported that the blue and yellow spo2 cables were showing different readings. No patient harm or injury was reported. Investigation summary: as the reported device was not returned for evaluation, a root cause cannot be determined. No further issues were reported relating to spo2 issues for the reported device. Spo2 cable/probe-sensor: as a cable is required to connect the probe to the spo2 module, failure of the cable is likely to contribute to spo2 issues. Improper connection by way of improper seating or connection port may also cause spo2 reading failures. Users should verify that all cable connections are secure before monitoring a patient. Use of unauthorized probes or cables is likely to lead to spo2 issues. Connection sockets on the bsm may be color coded and have different shapes to prevent cables from being connected in the improper sockets. Cables can become damaged because of mishandling or wear and tear. As this module is mobile, impacts from normal use may contribute to damage of the exterior closure and internals of the device. Failure modes such as these would be immediately noticed by the user and promptly addressed. Spo2 issues caused by module failure are most likely isolated incidents caused by physical damage or normal wear and tear. Historical data reveals no trends of module failure that leads to spo2 issues, no trends of cable failure, and no trends with the module that leads to spo2 issues. The possible causes of "spo2 module error" associated with the bedside monitor are failure of the spo2 board, the mpupwr board, or the temp board. Replacing them could mitigate the issue.

Event description:
The customer reported that the core unit (g9) was exhibiting some oddities with the spo2 probes in low flow patients.

Manufacturer narrative:
The customer reported that their core unit (g9) is exhibiting some oddities with the spo2 probes in low flow patients. The customer also reported that the blue and yellow spo2 cables are showing different readings. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field(s) contain no information (ni), as attempts to obtain information were made, but not provided: attempt #1: (B)(6) 2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt #2: (B)(6) 2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt #3 (B)(6) 2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt #1: (B)(6) 2021 emailed the customer via microsoft outlook for relevant test/labs: no reply was received. Attempt #2: (B)(6) 2021 emailed the customer via microsoft outlook for relevant test/labs: no reply was received. Attempt #3 (B)(6) 2021 emailed the customer via microsoft outlook for relevant test/labs: no reply was received. Attempt #1: (B)(6) 2021 emailed the customer via microsoft outlook for other relevant history: no reply was received. Attempt #2: (B)(6) 2021 emailed the customer via microsoft outlook for other relevant history: no reply was received. Attempt #3 (B)(6) 2021 emailed the customer via microsoft outlook for other relevant history: no reply was received. A bedside monitor (bsm) was used in conjunction with the g9, and is not the devices that experienced failure. Attempts to obtain the following information were made, but not provided: attempt #1: (B)(6) 2021 emailed the customer via microsoft outlook for involved concomitant products: no reply was received. Attempt #2: (B)(6) 2021 emailed the customer via microsoft outlook for involved concomitant product: no reply was received. Attempt #3 (B)(6) 2021 emailed the customer via microsoft outlook for involved concomitant product: no reply was received.

Event description:
The customer reported that their core unit (g9) is exhibiting some oddities with the spo2 probes in low flow patients.